Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device failed to detect a downstream occlusion, which was unable to be confirmed during evaluation. The cause was determined to be an out of specification force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not detecting a downstream occlusion within range during testing in the biomed service department. The device would alarm for downstream occlusion at 25 pounds per square inch (psi), yet normal range is (13 psi +/- 6). There was no patient involvement. No additional information is available.